Manufacturer narrative:
The customer reported that the spo2 unit is giving higher than expected readings. Inaccurately high spo2 readings could result in failure to alarm when further therapy is warranted that could lead to serious injury or death. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that the spo2 unit is giving higher than expected readings.